Manufacturer narrative:
Serial number unknown.

Event description:
The biomedical engineer (biomed) reported a loss of audio at four information centers (pic). The device was in use on a patient. There was no report of patient or user harm.